Event description:
It was reported that during a gastroplasty procedure, the device fired just once with the green load, but it detached the first line of staples and didn't cut. In the end, the product locked with the blue load, damaging the gastric tissue. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: batch # l5437v. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on which firing did the event occur? In the first firing. Please explain what is meant by, it detached the first line of staples? It released the first staples line. The staples didn¿t fix. Did the device deploy staples? Yes. If the device deployed staples, were there staples missing from the staple line? It stapled only 20mm. If the device deployed staples what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Irregular staples. You reported that the blue reload locked and damaged the gastric tissue. Did the device eventually open? The surgeon placed the device into the mandible to remove gastric tissue. If the device did not open; how was the device removed from the tissue? The surgeon placed the device into the mandible to remove gastric tissue. How was the gastric tissue repaired? It was repaired with a suture. Is the blue reload available for return? The customer didn¿t inform. Additional f/u response: is the blue reload available for return? No, it is not available.